Manufacturer narrative:
This complaint is related to MDR 1828100-2013-01069. The reported complaint was confirmed during laboratory analysis. The central control monitor (ccm) was observed not booting. Replacement of the customer's single board enabled the ccm to boot properly and function normally, determining the customer's sbc board was defective. The data log files were not retrieved due to the defective sbc board. The product will be sent to service to be brought to MFR's specifications before being returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair tech (srt) reported that after replacing items for the reported issue on MDR 1828100-2013-01069 the central control monitor (ccm) now does not power up. There was no pt involvement.